Event description:
It was reported the clip applier was used during an unknown procedure. The clip applier delivered one clip on top of another when fired (double feed). Another device was used to complete the case. No patient consequence.